Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization in the left renal artery using penumbra coils 400 (pc400¿s). During the procedure, while attempting to advance a pc400 through a px slim delivery microcatheter (px slim), the physician experienced a slight resistance but continued to advance the pc400. After advancing the pc400 into the target vessel, the physician noticed that the pc400 was not coiling properly; therefore, the physician decided to retract it. However, upon retraction, the pc400 unintentionally detached inside the px slim. The physician then removed the px slim with the detached pc400 inside. The procedure was completed using additional coils and microcatheter. The physician used a rotating hemostasis valve (rhv) and mechanically and continuously flushed the microcatheter throughout the procedure. There was no report of an adverse effect to the patient.